Event description:
In 2008, this pt underwent endovascular surgery to treat an abdominal aortic aneurysm with a gore excluder aaa endoprostheses. The right common iliac was 1.5 cm in length which was not long enough to obtain adequate seal and preserve blood flow into the right hypogastric artery. Six months later, a distal type I endoleak was noted from the trunk-ipsilateral component on right common iliac and four days later, the pt underwent a successful reintervention placing two iliac extenders which covered the right hypogastric. The right hypogastric was not coiled during this procedure. The pt is reported to be stable at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.